Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Provided for reporting: updated event description, tests/lab data, and medical history/preexisting condition. Updated patient identifier and medical history field. Device evaluated by MFR: product code: unk - drill bits: trauma, lot #: unk - drill bits: trauma, quantity: 1. Zuchwil customer quality will conduct initial investigation . The actual device was not returned; customer quality will conduct investigation based on the images provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: updated event description: it was reported that on march 23, 2017 during an unknown procedure, the unknown drill bit was broken. When drilling the maxillary using an unknown motor, the unknown drill bit broke off and the extremity of the unknown drill bit remained inside the patient's bone as confirmed by x-rays taken on an unknown date. Thus, the patient was informed of the incident. There was a surgical delay of forty-five (45) minutes. The surgeon used another drill bit to complete the surgery. Patient and procedure outcome were unknown. Concomitant devices reported: unknown motor (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a continuous glosso-pelvi-mandibulectomy with facial artery musculomucosal (famm) and bilateral cervical dissection surgery, following squamous cell carcinoma of the base of the mouth on (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient's height reported as 190 cms. H6: reviewed received picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2017, the drill bit broke. When drilling the maxillary using an unknown motor, the drill bit broke off and the extremity of the drill bit remained inside the patient's bone as confirmed by x-ray. Patient status and procedure outcome are unknown. The patient was informed of the incident. Concomitant devices: motor (part: unknown, lot: unknown, quantity: 1). This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).